Manufacturer narrative:
Per tandem use guide: "only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. Reportedly, the customer was using off-label insulin. Tandem technical support educated customer on proper insulin labeling. Customer changed out the cartridge and infusion set, and delivered a bolus to address bg level.